Manufacturer narrative:
Additional information provided: device available for evaluation?, remedial action & recall. The customer¿s report of a broken spin collar was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged set was identified as a defective luer collar component likely related to a brittle failure. A manufacturing corrective action and field action have been implemented.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the spin collar broke during an infusion of maintenance fluid. There was no patient harm.